Manufacturer narrative:
Sample 1/1 was collected and processed off site. Centrifugation information was not supplied. Once sample was received by customer's lab, it was processed via the automation line and sample was aspirated from the primary collection tube. Customer did not have sample 1/1 at the time its result was questioned by the physician to perform repeat testing. Sample 1/2 was serum and sample 1/3 was li heparin plasma. Both had gel barriers and were centrifuged for 10 minutes at 3000 rpm. Qc was within customer's established ranges prior to and after the erroneous results. System checks performed on (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 were all within specifications. Bci field service engineer (fse) ran a hs system check, carry over, pump diagnostics and a precision run on all reagent pipettors and all verification testing met specifications. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining a tsh result within the normal reference range for one (1) patient's sample that was questioned by the physician several days later. The tsh result was generated by the unicel dxi 800 access immunoassay system. Subsequent samples collected from the patient resulted lower within the normal reference range and better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.